Event description:
It was reported that a venous closure of three access sites in the right common femoral vein was attempted with six proglide devices (two at each access site) after an electrophysiology interventional procedure using an 8.5f sheath. Reportedly, despite flushing the devices prior to use, no back flow from the marker lumen occurred. This occurred with all six devices. A new proglide device was used to achieve hemostasis at each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device code (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The five additional proglide devices with reported issues referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For access sites in the common femoral artery using 5f to 21f sheaths. For access sites in the common femoral vein using 5f to 24f sheaths. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. Two unused devices from the same lot were returned and testing was successfully performed with no anomalies noted. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.